Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v308477, explanted: (B)(6) 2016, product type: lead. Product ID 3093-28, lot# v870676, explanted: (B)(6) 2016, product type: lead. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Health care provider¿s partner was scheduled to do a full removal of an interstim system on the patient because she needed an MRI. The hcp tried removing two leads in this patient in the past that broke off at the times when he tried pulling them out according to manufacturer instruction. He decided to leave them in the patient but the date unknown. His partner removed all of the leads and interstim system (B)(6) 2016 so the patient could get the needed MRI. His had to make a 5cm incision and cut down to the sacrum to remove the leads. There was no symptom reported. It was noted that the reported issue was resolved at the time of this report. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
(B)(4) no longer apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.